Manufacturer narrative:
(B)(4)

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported recently that the bifurcate stent graft migrated distally with aneurysm sac growth was observed. There was no endoleak observed. The patient received treatment where an endurant 32 aui was implanted and the event resolved. Per the physician, the exact cause of event was unknown. No additional clinical sequelae was reported and the patient is fine.